Event description:
Home pt (hp) reports leak in tubing line of homechoice set, noted after treatment was completed when carpeting became "soaked". Exact location and tubing line unknown per hp. Hp reports no pt injury or medical intervention required as a result of incident.